Event description:
It was reported to medtronic minimed that the customer had crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880l was requested and customer response was the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Customer returned pump for alleged cosmetic damage located at the back of the pump found on 23-oct-2025. The test p-cap locks properly into the reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked select button keypad overlay, partially broken retainer ring, cracked case behind the pump at the battery compartment and cracked battery tube threads. Cosmetic damage was confirmed at the case behind the pump at the battery compartment and battery tube threads. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.